Event description:
It was reported that the patient had three inappropriate shocks due to t-wave oversensing. Also, there was some undersensing of low amplitude intrinsics. The clinic will reprogram the sensing vector or adjust the shock zone to address this. There were no additional adverse patient effects. The system remains implanted.